Event description:
A peg was inserted in the pt on 5/16/96. The pt returned to the hosp, on 5/25/96, with an ulcerated area in the stomach at the site of the peg insertion. The ulcerated area was hemorrhaging. The pt was re-scoped due to decreased hemoglobin and hematocrits. The co's peg tube was removed and another co's peg tube was inserted. The pt required two units of packed red blood cells.